Event description:
My st jude ICD model number cd1357-40q, serial number (B)(4), implant date (B)(6) 2014, premature battery failure on (B)(6) 2019. On tuesday, (B)(6) 2019 I attended appointment at (B)(6) medical group- arrhythmia (dr (B)(6), clinical cardiac electrophysiologist), they verified my ICD was no longer working and scheduled me for surgery (B)(6) 2019 to replace the battery.